Event description:
It was reported that during a laparoscopic roux-en-y procedure, the staples were not formed properly. Had to convert to an open procedure. The patient has a small incision that was made to complete the case. No other patient consequence was reported. Patient is stable.